Manufacturer narrative:
The exact "date of event" was not provided. The "model #" and "serial #" were not provided. The user disposed of lift chair, but kept black box. Should further information become available, a follow-up report will then be submitted.

Event description:
Received letter alleging (B)(6) yr. Old user raised her lift chair and when she released controller it kept going and did not stop. She fell out and landed on her face. The local dealer in (B)(6) reported that the hand controller functioned properly. The user disposed of lift chair, but kept black box.

Manufacturer narrative:
The user disposed of lift chair, but kept black box. The control box was returned and evaluated. The returned control box was able to power slave components. The returned component does not appear to be related to the text of the alleged event.

Event description:
Received letter alleging (B)(6) yr. Old user raised her lift chair and when she released controller it kept going and did not stop. She fell out and landed on her face. The local dealer in australia reported that the hand controller functioned properly. The user disposed of lift chair, but kept black box.